Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nipple cracked and all pieces were retrieved. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the complaint; the post of the attune spacer block post has been chipped. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.